Event description:
Reporter initially noted the cannula easily separates from the hub. Additional information received from customer stated, in this case, cannula was forcefully propelled out of syringe during hydration of wound at end of surgery. Force of fluid and cannula then caused posterior capsule dislocation of iol into vitreous. Lens replacement required. Prognosis reported as good.